Manufacturer narrative:
Omit: date of birth. Correction: concomitant med prod data. Additional information: manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Investigation summary: the report of an under infusion of meropenem could not be confirmed. No additional information or devices were provided. At a rate of 9.8ml/hr, an infused volume of 2.92ml after 17.95 minutes would be the correct administered volume (rate x time (hr) = 9.8ml/hr * 17.95/60 hr = 2.93ml). The reason why the pump module stopped after infusing 2.93ml could not be investigated. Bd interoperability consultant team responded as follows in regard to the unknown interoperability message: ¿2143:43 - stopped by clinician - typically means the nurse pressed "pause." 2202:33 - the time call out to be concerned about... The pump was placed in standby (idle state) - mostly like the clinician just pressed channel off button. 2213:13 - it was started as a basic infusion at the same rate as the meropenem. I would have to assume that this was a flush administering the medication that was in the tubing. 2224:05 - infusion completed - this would be closer to what was expected (the flush volume was 1.76ml). In order to truly provide what happened without assumptions, I would need the device logs.¿ inspection and testing of the device could not be performed as it was not provided for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of meropenem could not be determined since no devices, pictures or device logs were provided to perform the investigation. The concerns about the hl7 unknown messages in the interoperability software were answered by the bd interoperability consultant team. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer called in trying to understand some hl7 messages. The customer also had a question about an infusion that was programmed to run from 2143 to 2213. It was a programmed for a duration of 1770 seconds, or about 30 minutes. However, at 2202, it stopped for an unknown reason. There was patient involvement but no harm. The customer later provided the following information: the date of event was (B)(6) 2025. Meropenem had under infused with an intended infusion rate of 9.8ml/hr and a volume to be infused of 4.82ml. However, it was noted that only 2.92ml had infused in 17.95 minutes.

Event description:
It was reported that the customer called in trying to understand some hl7 messages. The customer also had a question about an infusion that was programmed to run from 2143 to 2213. It was a programmed for a duration of 1770 seconds, or about 30 minutes. However, at 2202, it stopped for an unknown reason. There was patient involvement but no harm. The customer later provided the following information: the date of event was 17 december 2025. Meropenem had under infused with an intended infusion rate of 9.8ml/hr and a volume to be infused of 4.82ml. However, it was noted that only 2.92ml had infused in 17.95 minutes.

Manufacturer narrative:
Correction: initial reporter occupation, PMA / 510(k)# omit: other occupation, report source other, g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code. Bd technical support troubleshoot with customer over the phone. Investigation summary: the report of an under infusion of meropenem could not be confirmed. No additional information or devices were provided. At a rate of 9.8ml/hr, an infused volume of 2.92ml after 17.95 minutes would be the correct administered volume (rate x time (hr) = 9.8ml/hr * 17.95/60 hr = 2.93ml). The reason why the pump module stopped after infusing 2.93ml could not be investigated. Bd interoperability consultant team responded as follows in regard to the unknown interoperability message: ¿2143:43 - stopped by clinician - typically means the nurse pressed "pause" 2202:33 - the time call out to be concerned about... The pump was placed in standby (idle state) - mostly like the clinician just pressed channel off button 2213:13 - it was started as a basic infusion at the same rate as the meropenem. I would have to assume that this was a flush administering the medication that was in the tubing. 2224:05 - infusion completed - this would be closer to what was expected (the flush volume was 1.76ml) in order to truly provide what happened without assumptions, I would need the device logs.¿ inspection and testing of the device could not be performed as it was not provided for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of meropenem could not be determined since no devices, pictures or device logs were provided to perform the investigation. The concerns about the hl7 unknown messages in the interoperability software were answered by the bd interoperability consultant team. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Revise entry description to: it was reported that the customer called in trying to understand some hl7 messages. The customer also had a question about an infusion that was programmed to run from 2143 to 2213. It was a programmed for a duration of 1770 seconds, or about 30 minutes. However, at 2202, it stopped for an unknown reason. There was patient involvement but no harm. The customer later provided the following information: the date of event was 17 december 2025. Meropenem had under infused with an intended infusion rate of 9.8ml/hr and a volume to be infused of 4.82ml. However, it was noted that only 2.92ml had infused in 17.95 minutes.